Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted pulmonic surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the too pulmonic position was attributed to the valve pusher not retracted until right before complete deployment.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 23 mm sapien xt valve by tf approach in pulmonic position, in a pre-existing 25 mm hancock prosthesis, the valve landed too pulmonic. During the initial inflation, it was noticed that the valve pusher hadn't been retracted and it was done quickly before complete deployment. The valve migrated towards the pulmonary artery. Although the valve was stable in this position, a 22 mm bare metal stent was placed covering both, the hancock prosthesis and the sapien valve. A second 23 mm valve was implanted in the correct position and good results.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The edwards sapien xt transcatheter heart valve is indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation >= moderate and/or mean rvot gradient >= 35 mmhg. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that the too pulmonic position was attributed to the valve pusher not being retracted until right before complete deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.